Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. The reporter stated that the threads inside the battery compartment were stripped and that tightening the battery cap onto the pump was difficult, as the cap reportedly spins and spins. The reporter stated that there was no damage to the cap which was reported to be new and there was no evidence of moisture or corrosion present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.